Event description:
It was reported the table locks were not actuating, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). The issue was discovered during power-up. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the flag in one of the foot pedal assembly was not fully seating into the optical sensor, preventing the table locks from engaging. The fe adjusted the flag and verified that table locks were performing as expected.